Event description:
It was reported that pain or discomfort occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced pain and discomfort at the needle puncture site of his dexcom sensor. The patient described it as a ¿tolerable pinching sensation¿. The patient was able to wear the sensor for the full 10 days and removed it on (B)(6) 2026. After removal, the patient stated the pinching sensation persisted. On (B)(6) 2026, the patient was still having pain and discomfort. Therefore, on (B)(6) 2026, he went to the emergency room for evaluation. At the emergency room, the patient had an x-ray done which did not show anything present under the patient¿s arm. The patient was prescribed methocarbamol to taken three times/day. The patient was discharged home later the same day. At the time of report, the patient was ¿fine¿ but was still taking the prescribed medication. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).